Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported difficulty disconnecting the driveline, as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determine through this evaluation. It was reported that the patient¿s driveline was stuck in their controller, and it did not easily release/disengage when enabling the controller red perc lead release button. The vad coordinator (vc) was unable to exchange the patient¿s controller because they could not disconnect the driveline from the controller. Technical services performed a cosmetic driveline repair on (B)(6) 2021, and the vc replaced the patient's original controller with a new one. Post repair, the vc tethered the patient on grounded patient cable without issue. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 15.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. A previous clamshell repair was observed, and rescue tape was applied from 0-6¿ from the metal connector. Green ¿gunk¿ and residue was present on the metal connector. The pins in the metal controller connector appeared unremarkable. Upon removal of the rescue tape, tears in the silicone jacket were observed 0", 4", 5.5", and 6" from the metal connector. Upon removal of the silicone jacket, the bionate layer was discolored but showed no signs of damage. An area of major breakdown of the metal braided shield was observed 2.5" and 3" from the connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Two images were submitted of the patient¿s driveline connected to their system controller. Rescue tape was applied to the driveline, and a previous clam shell repair was present. The images were otherwise unremarkable. The submitted log files contained overlapping data spanning from (B)(6) 2021 09:45:38 to (B)(6) 2021 23:39:10, per the timestamp. Pulsatility index (pi) events were captured throughout the file. The pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25oct2011. Heartmate ii patient handbook under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline tears are reported in MFR report #2916596-2021-05974. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05955. It was reported that the patient experienced low voltage alarms and connect to power alarms on batteries and patient cable due to potential issues with the system controller white power lead. There were no issues with the system controller black power lead. Battery clips were replaced with new ones and the same issue occurred. It was requested to replace the patient's system controller with a new one however, it was reported that the driveline distal end percutaneous lead appears to be stuck in the system controller. It did not easily release/disengage when enabling the system controller red percutaneous lead release button. In addition, the patient had a clamshell repair with cosmetic tears in the silastic jacket wrapped with rescue/fusion tape. It was thought that the patient had a short in the white power lead of their system controller and it was intermittently losing the ability to send power to the system. The system controller was not able to be exchanged as the driveline was unable to be disconnected from the system controller. Submitted log files noted multiple strings of power cable disconnects on the system controller white power lead. There was a cosmetic driveline repair on (B)(6) 2021. The driveline was repaired approximately 9 inches from the exit site. There was green gunk noted on the original percutaneous lead metal connector and within the original system controller. The patient's system controller was replaced with a new one. The patient was tethered on grounded patient cable without issue.